Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2017 for high blood glucose over 600 mg/dl. The customer stated their blood glucose was high from not changing the infusion set. The customer also had low potassium levels in addition to their high blood glucose. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.